Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were in critical override and new orders were not crossing over. A technical support specialist dialed into server, accessed the carefusion coordination engine (cce) console, and confirmed that the carefusion coordination engine (cce) services were running, observed more than 6000 messages in the enterprise server queue, then stopped and restarted the carefusion coordination engine (cce) services, after which the messages began processing successfully, customer confirmed that messages were flowing properly to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override and new orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.